Manufacturer narrative:
Summary of investigation: no information regarding batch or possible batches received. Without closed and/or defective samples a proper analysis cannot be performed. Please note that in the instructions for use of the product, in the side effects area it is stated: as with all other suture materials long contact with salt solutions, such as urine and bile, can lead to lithiasis. An existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. Batch manufacturing record: without batch or list of possible batches the review of the batch manufacturing records cannot be done. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that a patient was released from hospital on day 4 following a caesarean delivery with medical approval. On the day she was discharged, the scar was progressing well, with a clean scar, no local inflammatory signs, edema or induration (parietal closure with an overjet on the fascia and staples to the skin). Dressings are continued at home, with staples removed in two stages at day 7 and day 9. At home, the patient is asymptomatic, with no pain or transit disorders. Lateral staples on healthy skin were removed at day 7, and a midwife took care of the rest at home before complete removal. Strips were applied to bring the skin closer together, a priori, in view of the persistence of fatty lobules due to a lack of confrontation. Removal of the remaining staples was uneventful at day 9. On the same day ((B)(6), 2023), the patient felt a tear and something protruding from her pants, which she discovered to her horror was her intestines. At the emergency department, the patient was stable and apyrexic. On physical examination, the small bowel was eviscerated within the caesarean scar, and a surgical revision was decided upon. At the time of surgery, all 2 parietal knots were present, the sutures were held 5 cm to the right and 5 cm to the left, and there was a break in the middle of the suture (frayed suture). The patient reported no cough or exertion. The patient was released after 5 days in hospital, and removal of the sutures and staples was uneventful. Intra-peritoneal fluid on resumption came back positive for enterobacter cloacae, so the patient was treated with antibiotics. The couple were deeply affected, and psychological support was provided. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.